Manufacturer narrative:
The customer reported that their analyzer overheated and "became quite warm". There were no allegations of patient/user harm. The customer reported receiving one glucose result which was ">600 mg/dl", however upon investigation of the returned analyzer, it was determined that the and functions as intended and the glucose result was of user error. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that their analyzer overheated and "became quite warm". There were no allegations of patient/user harm.